Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter information unknown. This event corresponds to an allegation published on the social media platform x, where only partial information about the experienced issue is currently available. At this stage, the healthcare facility remains unknown, since the origin of the individual who reported the event has not been identified. Abraham george will be considered the initial reporter; however, the only information known at this point is his name, while all other details remain unknown. Likewise, information regarding the physician who may have performed the axios placement is also unavailable. Should additional details emerge that clarify these aspects, a new report will be submitted to provide updated and more complete information. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
A complaint was reported to boston scientific corporation via social media regarding the axios stent and electrocautery enhanced delivery system. The report described difficulties during placement in the stomach, noting that the stent had caused several unpleasant experiences due to food blockage. At this time, specific procedural details, dates, and device information remain unknown. There were no patient complications reported as a result of this event at this time. Note: an image has been attached (screenshot) with the initial allegation of the issue.